Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a stent placement procedure in the left main stem bronchus performed in 2009. According to the complainant, the ultraflex stent (10 x 30 cm) was placed in the patient's malignant stricture and was noticed to be fully expanded and in proper placement directly after the procedure. However, approximately 2 hours post-procedure, the stent migrated distally by 1 cm. The physician removed the stent and replaced it with a longer sized ultraflex stent (10 x 40 cm). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.